Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint(B)(4).

Event description:
It was reported that no image was shown during procedure. The failure was detected prior procedure. No negative impact in state of health reported.

Manufacturer narrative:
Conclusive summary: the image failure was attributed to a defective imager. This is a manufacturing defect. This event is filed under internal complaint ID_(B)(4).